Event description:
Philips advise me that my dream station machine is being recalled I have not been advised by them of how it effected me. I just have a problem with the dream station system which has a humidifier. Philips recently recalled the dream station unit I have been using for 5 years. I have very dry mouth during the night when I wake up and starting in early 2020 I noticed I have a wrenching cough every morning for between 2 and 4 minutes. I thought it might be allergies but I wonder if it has to do with the defect which triggered a recall. The serial number of my unit is (B)(4). I registered it with phillips #2021062201205041. The machine was delivered and serviced by lincare at (B)(4). It has a humidifier together they form "? ?" The humidifier is dreamstation "? ?" Serial # (B)(4), ref # dsxhcp.